Event description:
Distributor reports pt self-tester generated inconsistent results with the protime microcoagulation system. Protime result was 5.0 inr and test performed the following day generated 1.8 inr. Later the same day, pt visited physician's office and lab result was 2.43 inr. Pt treatment based on lab result. Pt's therapeutic range: 3.0 - 3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# b2k3h033. Method: actual device not evaluated. Process eval performed. Cuvette device history records reviewed and found to meet specs.